Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent dislodgement and chest pain occurred. The 70% stenosed, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 2.75x16mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the stent became stuck in a previously deployed stent and the stent was dislodged from the balloon at the ostium of the rca. The patient then experienced chest pain and was sent for coronary artery bypass grafting (CABG). The device was completely removed from the patient. No further patient complications were reported and the patient's status was stable.